Manufacturer narrative:
Corrected data: upon further review of this file it was discovered that in the initial report it was incorrectly stated that this event involved a zct225 16.5 diopter intraocular lens (iol). The correct lens associated with this event is a zct525 19.5 diopter intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct225 16.5 diopter was explanted from a male patient''s left eye due to residual refractive error. The lens was explanted with no complications, no injury and no additional procedures. The lens was replaced with a zct600 with a higher diopter size. Patient has recovered. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/07/2017. Device returned to manufacturer ¿ yes. Device evaluation : the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.